Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Pt self tester with protime microcoagulation system reports reading of pt/inr 1.2. Tested on same day in doctor's office and pt/inr result was 3.0. No change in medication. Doctor used his result. The pt's therapeutic range is pt/inr 2.5-3.5.